Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker underwent ventricular ablation procedure to correct ventricular tachycardia. An attempt to obtain additional pertinent information was unsuccessful. This pacemaker remains in service. No additional adverse patient effects were reported.